Manufacturer narrative:
Return of product has been requested. The evaluation of this complaint was only done based on given picture provided by reporter and previous investigated data. No physical return of product was provided. Root cause can only be verified by a product return.

Event description:
Something in the head of the brush broke off, found a little screw in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, something in the head of the oral- b power oral care refills precision clean broke off, and he or she found a little screw in his or her mouth. The consumer stated that he or she had been brushing his or her teeth with oral-b brush heads for years. No symptoms developed. On 25-may-2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.

Manufacturer narrative:
The picture provided by the reporter on 19-mar-2016 shows that the logo got scratched off; thus the product is identified as counterfeit.

Event description:
Something in the head of the brush broke off, found a little screw in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6)-2016, something in the head of the oral- b power oral care refills precision clean broke off, and he or she found a little screw in his or her mouth. The consumer stated that he or she had been brushing his or her teeth with oral-b brush heads for years. No symptoms developed.